Event description:
Information received from the field notes that during a routine follow-up, telemetry could not be established and there was no magnet response nor any pacer spikes. The patient had her own "good" intrinsic heart rate.